Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during drain 3/5 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp connected their patient line extension set to the patient line of the homechoice set after the prime cycle had already completed. Tsc assisted hp in ending therapy early. Hp completed therapy manually. No patient injury or medical intervention was associated with this incident per hp.